Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was treated with voncon (route, dose and frequency not reported) and additional unspecified antibiotics for the event. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. Action taken with extraneal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2012. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.